Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, during a tep hernia repair, the balloon was exploded while operating. There was no patient injury. There was no medical intervention. The patient is stable.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one spacemaker preperitoneal distal balloon opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Upon initial inspection, a cut was observed to penetrate the balloon. Due to the observed damage, the dissector balloon would not inflate properly. All other components were in proper working condition. Visual and functional testing of the returned sample confirmed the product did not meet quality specifications. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.